Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 00mlx mlx 300w xenon lightsource was blowing smoke out of the tourett. There was no known patient involvement or surgery delay.

Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The lightsource was returned for evaluation. The returned 00mlx light source was in used condition with failing components throughout. Physical damage to the mirror holder was identified, which would lead to misalignment of the heat mirror and potentially lead to overheating/smoking. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.